Manufacturer narrative:
This product is registered as a combination product. The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was revealed that the guidewire would not advance through the left ventricular lead. The left ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: h6.